Event description:
Philips received a complaint from a customer on the v60 ventilator, indicating that the unit had turned off suddenly, it seemed to have battery problems. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. A material determined necessary for the repair was a power management (pm) printed circuit board assembly (pcba). A repair proposal was provided to the customer, which has not been accepted to date. Furthermore, the repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material ordered, pm pcba, aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available, and the customer approves service action, the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. H11:updated contact information, contact office entity, and manufacturing site.